Event description:
Rptr had pedicle screws placed in spine from s-1 to l-5. Rptr feels in worse physical condition now than before surgery. Rptr has cramping and extreme tightness in his leg hamstring, and numbness and weakness in right leg. Rptr can only walk for short distance with the use of a cane. Rptr can only lift about 5 lbs without pain. Rptr has pain and burning in both buttocks and can only sleep for a few hrs without crampiness. Rptr then gets out of bed and sits in a recliner, some times he can go back to sleep. Rptr is totally and permanently disabled and is on social security.